Event description:
It was reported that the atrial lead was non-functional at change out and fluoroscopy showed that the atrial lead was completely severed at the clavicle. It was also noted that the atrial had been programmed off years ago due to patient having permanent atrial fibrillation. The lead was now capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.